Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, a rupture occurred in the foley catheter balloon, so its use was discontinued.

Manufacturer narrative:
The initial reporter's facility name: (B)(6). The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Sample was evaluated and found tear on sac body of catheter. There was no balloon burst observed. Inflate catheter with water and observed water leakage from tear area. Based on microscopic examination, the tear looks like it had been exposed to sharp object. The exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure mode could be due to scratched sac. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, a rupture occurred in the foley catheter balloon, so its use was discontinued.